Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller board was faulty. A field service engineer found the full-height drawer was not detected on the bus, removed the drawer, reset all cable connections, and inspected the components at the rear of the drawer. After reinstalling the drawer in the station, reconnected the pyxis bus cable and restarted the station, but the drawer controller board showed no activity, shut the station down again, removed the drawer, and replaced the drawer control board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 device not detected on bus. Customer tried to recover the failed drawer 3mb, but issue remains the same the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.